Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The returned catheter exhibited two kinks on the shaft located 33.0 centimeters distally from the edge of the strain relief [2 centimeters long] and 75.0 centimeters distally from the edge of the strain relief. Visual and microscopic examination of the material surrounding the kinks revealed unbroken, exposed braid. The event description stated that this was the second guide catheter introduced over 0.035 guidewire and kinked in the same place while torquing. The device history record for the batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history review confirms this device met all material, assembly and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the reported complaint is unknown.

Event description:
Event determined reportable based on investigation completed on 13-oct-2006. It was reported that during a ptca stenting procedure involving a lesion located in the right coronary artery (rca), the proximal shaft of the wiseguide guide catheter kinked. A 6 french sheath was inserted into the right femoral artery and multiple views were obtained using a diagnostic catheter (rca, lca, svg). The physician decided to proceed by performing an intervention. A kink at the proximal shaft occurred while torquing a fr4 runway guide catheter. The runway guide catheter was removed and a wiseguide guide catheter was inserted over a 0.035 guidewire and also kinked at the proximal shaft upon torquing. The wiseguide guide catheter was replaced by inserting an 8 french short sheath and an 8 french wiseguide guide catheter. The wiseguide guide catheter appeared to have kinked in the same location. The wiseguide guide catheter was removed and exchanged for a 7french mach 1 guide catheter with side holes but the physician could not get the catheter to work so he exchanged the device to an 8french long arrow sheath. A 6french zuma guide catheter was inserted and successfully completed the procedure. No patient injuries or complications were reported. Patient status is reported as 'okay.'